Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement was achieved with two proglide devices in the right common femoral artery using the pre-close technique, via a 6f sheath prior to a cryo interventional procedure. Reportedly, the sheath was upsized to a 14.5f. The cryo interventional procedure was completed; however, the sutures of the proglide devices did not fully achieve hemostasis. Manual arterial compression was applied and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.